Manufacturer narrative:
The rods (lot# a121017-01, manufacture date 10/01/2012, expiration date 10/01/2014 and lot# a130116-02, manufacture date 01/02/2013, expiration date 01/02/2015) were removed and the patient was implanted with new dual magec rods without further incident. To date, the patient is doing fine and no negative outcomes have been reported. To date, the devices have not been returned; therefore, no evaluation can be conducted. A DHR review revealed that the devices met all of the required quality inspections and were released within specifications.

Event description:
A distributor reported that a surgeon alleged that a patient's dual magec rods appear to not be distracting after over three (3) years of implantation.

Manufacturer narrative:
(B)(4).